Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the irc5po2v concentrator having a cannula tubing melted to it was not confirmed. No evidence of melted material was found anywhere on the concentrator and no cannula or tubing was received with the concentrator. However, the complaint of the concentrator being covered in a black substance was confirmed. The source of the substance could not be determined. However, the substance had no apparent impact on the functionality of the concentrator. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The unit was tagged as being out with a smoker patient. The unit appears to have had the cannula melted onto the unit and the unit appears to a black dusting or sut on it. The third party repair center contacted the provider to get some information as to what happened and they told him that the unit was out on a patient that was smoking while using the concentrator. Since the dealer stated that the unit was being used by an end user that was smoking which would indicate that the end user was not heeding the safety guidelines.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The unit was tagged as being out with a smoker patient. The unit appears to have had the cannula melted onto the unit and the unit appears to a black dusting or sut on it. The third party repair center contacted the provider to get some information as to what happened and they told him that the unit was out on a patient that was smoking while using the concentrator. Since the dealer stated that the unit was being used by an end user that was smoking which would indicate that the end user was not heeding the safety guidelines.